Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) and medical records received. There were no allegation reported from (B)(6). After review of medical records, patient was revised to address failed left total hip arthroplasty. Indication note reported pain; and x-rays and bone scan were consistent witn femoral loosening. Operative note reported the femoral stem was loose and there was a small crack in the calcar. Laboratory result reported soft tissue mass.  Doi: (B)(6) 2011. Dor: (B)(6) 2015, (left hip) first revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.